Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is unable to recharge their ipg following an ipg revision surgery (reference MFR report: 1627487-2019-08926). Multiple charging systems were used for troubleshooting but was unable to recharge the ipg. However, communication with programmers was successful. As such, surgical intervention may take place at a later date to address the issue.